Manufacturer narrative:
Additional info: a5a, a5b, b2 (disability, intervention req), b7, d8, e1 (facility name, street 1, city, region, postal code, phone number), e3, e4 (email), g1 (manufacturer name, MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), g3, g4 (PMA/510k), h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced adhered to mesh, defective device, mental pain, disability, impairment, loss of enjoyment of life, and pain. Post-operative patient treatment included revision surgery, bilateral removal of inguinal synthetic mesh, bilateral hernia repair with zen matrix, appendectomy, and nerve blocks,.

Manufacturer narrative:
Additional info: a2 (date of birth). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: (added patient and imf codes) e2402: epididymitis, suicidal thoughts, hard lump, paranoia, obsessive thoughts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced defective device, mental pain, disability, impairment, loss of enjoyment of life, bilateral ilioinguinal/genitofemoral neuralgia, adhesions, abdominal pain, anxiety, burning sensation, obsessive thoughts, paranoia, sleep disturbances, dysuria, frail, suicidal ideation, red rash, dermatitis, testicular/scrotal swelling, epididymitis, hard lump, bowel obstruction, constipation, and pain. Post-operative patient treatment included revision surgery, bilateral removal of inguinal synthetic mesh, bilateral hernia repair with zen matrix, appendectomy, medication, removal of mesh, foley catheter placement, x-ray, CT scan, and nerve blocks.

Manufacturer narrative:
Additional info: b5, h6 (patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced rejection of the hernia mesh, defective device, mental pain, disability, impairment, loss of enjoyment of life, bilateral ilioinguinal/genitofemoral neuralgia, adhesions, abdominal pain, anxiety, burning sensation, obsessive thoughts, paranoia, sleep disturbances, dysuria, frail, suicidal ideation, red rash, dermatitis, testicular/scrotal swelling, epididymitis, hard lump, bowel obstruction, constipation, and pain. Post-operative patient treatment included revision surgery, bilateral removal of inguinal synthetic mesh, bilateral hernia repair with zen matrix, appendectomy, medication, removal of mesh, foley catheter placement, x-ray, CT scan, and nerve blocks.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a hernia repair with mesh. The patient underwent revision surgery approximately 2 months post op. The patient underwent a bilateral removal of inguinal synthetic mesh, incidental appendectomy, bilateral hernia repair with zen matrix, and bilateral ilioinguinal nerve block with exparel for chronic bilateral groin pain and rejection of inguinal synthetic mesh. The patient experienced appendix adhered to mesh, appendectomy, and rejection of mesh. History: rhinoplasty, inguinal hernia repair, wisdom tooth extraction epididymitis, asthma, bilateral groin pain, right inguinal hernia allergies: vicodin.